Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 389 mg/dl. The customer was experiencing migraine headaches, nausea, clamminess, chest pain and a fever of 102. The customer also had an ear infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump has given two alarms in the past 24 hours. The customer was too tired to continue troubleshooting. Advised the customer to call back at her convenience. Nothing further was reported.